Manufacturer narrative:
Additional information received indicates the retrieval basket "snapped" just before the basket cage. Consequently, the entire basket detached inside the patient. A different retrieval basket was used to retrieve the detached portion of the device from the patient's kidney. A 3-4 millimeter stone was present in the basket when the problem occurred. The device was used for treatment, was not reused or reprocessed, or used past the expiration date.

Event description:
It was reported to boston scientific corporation on (B) (6) 2010 that an optiflex nitinol stone retrieval basket was used for a ureteroscopy procedure performed on (B) (6) 2009 (patient age, gender, and weight are unknown). According to the complainant, the basket "snapped," leaving a portion of the basket cage inside the patient's kidney. The detached portion was retrieved using another retrieval basket. The procedure was successfully completed using another optiflex nitinol stone retrieval basket. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an optiflex nitinol stone retrieval basket was used for a ureteroscopy procedure performed on (B)(6), 2009 (patient age, gender, and weight are unknown). According to the complainant, the basket "snapped," leaving a portion of the basket cage inside the patient's kidney. The detached portion was retrieved using another retrieval basket. The procedure was successfully completed using another optiflex nitinol stone retrieval basket. There were no complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable." Several attempts have been made to obtain additional patient and event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
(B) (6). Several attempts have been made to obtain this information. It has not been made available to boston scientific at this time. The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.